Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per patient and physicians preference. No device malfunction was suspected. It was noted that the patient had five incisions as two systems were removed. The patient was in a lot of pain postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient experienced shocking which caused an abdominal muscle spasm. It was noted that the patient had ipg migration and difficulty charging. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient experienced shocking which caused an abdominal muscle spasm. It was noted that the patient had ipg migration and difficulty charging. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was claiming of getting shocked which caused abdominal muscle spasm. It was also noted that the patient's ipg had difficulty charging. The patient will undergo an ipg revision procedure.